Event description:
A company representative reported that the prongs of a cascadia angled lateral inserter have deformed. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.